Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2018 with the following findings: a review of the black box showed evidence of a call service 012 alarm. A 12 hour duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed and no evidence of internal moisture or defects to the printed circuit board or internal components were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.